Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan customer service in 2009 alleging an "error 1" issue with his onetouch ultrasmart meter. The error message first occurred at 10am on the same day. The patient reportedly decreased the dosages from his insulin pump as a result of not being able to test. He claimed that 1 hour after the error message occurred, he became shaky, disoriented, and sweaty. According to the troubleshooting performed with customer service, the error message was not resolved. This complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia 1 hour after the "error 1" issue began. In addition, the error message was not resolved with troubleshooting. Replacement products were still sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.